Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: the front 1/3 tip of the attached photo (the area marked in red) broke, causing injury to the user. No surgical treatment or intervention was required for the injury as it was not serious. There was no patient consequence related to this event. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the status of the surgeon injury today? The surgeon's wound was minor and has almost fully healed was it difficult to break the ampoule (was extra force needed to break the ampoule)? No additional force was applied. It was used as usual. Was the ampoule crushed repeatedly? No is the product involved in the event available for evaluation? No h3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. No product was available for return. During the visual analysis, the following was observed: the photos show a dermabond advanced 0.7ml - 12ea apparently with a broken ampoule inside its packaging. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and topical skin adhesive was used. While the user was using adhesive, the bulb inside the product broke, causing the glass fragments to be expelled outward, resulting in the user¿s hand being punctured and bleeding. The front 1/3 tip broke, causing injury to the user. No surgical treatment or intervention was required for the injury as it was not serious. There was no patient consequence related to this event. Additional information had been requested.